Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: high pressure purge impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient (race, age and gender unknown) was implanted with an impella 5.5 device for mechanical circulatory support. The primary indication is unknown. During support, a high purge pressure alarm was displayed. The pump was explanted. A replacement pump was recommended, however the file does not state a replacement was used. No patient harm was reported.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was returned for investigation. Data logs shows 30-minute gradual rise in purge pressure with noted purge pressure high alarms. Flow saturation was noted during purge pressure rise. No placement signal trend or motor current spike was seen during this event. Significant amount of biomaterial was observed on the impeller and purge gap. High purge pressure was reproduced during testing. The pump was cut near the motor housing to check for any blockage in the purge line. Purge was able to be seen coming out of the catheter after cutting the catheter. As per the clinical report, the doctor troubleshot high purge pressure by changing the purge cassette. Purge pressure remained high and was exchanged. The cause of the high purge pressure issue was biomaterial based on returned product investigation.